Event description:
The surgeon stated that they confirmed that the patient's lead pin was fully inserted and secured at surgery. The manufacturer¿s device history record for the patient¿s lead and generator were reviewed. Both the lead and generator passed final functional and quality tests prior to release for distribution. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on a patient's device. The patient's family had noticed that the patient had an increase in seizures recently. X-rays were taken and reviewed by the treating medical providers, but no cause of the high impedance was found. There was no known trauma to the vns, but it was unknown whether there was patient manipulation to the lead. No further relevant information has been received to date. No known surgical intervention has occurred to date.